Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial driveline damage was confirmed through the submitted photographs. It was reported that the patient was seen in the clinic and was noted to have a yellow, sticky substance under the silastic coating on the driveline. The account was able to clean off the substance. It appeared that there was an internal break in the silastic coating and body fluid leaked down the driveline. The patient did not experience any alarms and was asymptomatic. It was communicated that rescue tape would be placed on the driveline and a culture of the fluid would be sent out. They plan on monitoring the patient closely for any lvad alarms. Lastly, it was communicated that the lvad was working as intended. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) with no further reported issues. The hmii lvas IFU and patient handbook contain information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient 's drive line had a yellow and sticky substance under the silastic coating. The area was cleaned. It appeared that there was an internal break in the silastic coating and this was body fluid leaking down the drive line. No alarms was observed and the patient was asymptomatic. The plan was to rescue tape the drive line, perform a culture of the fluid and monitor closely for any alarms. Additional information was requested but not provided.